Event description:
It was reported that an external blood leak was observed at the connection of the filter blood port and tubing of a prismaflex m100 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed a leak from the return line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.